Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported activation failure was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication of a lot specific product quality issue. The investigation was unable to determine a definitive cause for the reported difficulties. Based on the reported information and evaluation of the returned unit, the deployment failure was the result of the noted ratchet stem separation from the braided inner member. It may be possible that during retraction of the thumbslide after the initial stroke, the tip became caught on the stent and/or anatomy causing the ratchet stem to detach from the braided inner member. As a result of the detachment, the thumbslide was able to cycle with no resistance as reported; however, transmission to the ratchet stem was lost preventing further deployment of the stent. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a distal left superficial femoral artery. A 6mm standard balloon prepped the lesion. A 5.5x150mm supera stent was advanced to the lesion and deployment was initiated. After pushing the thumbslide a bit, about 2cm of the supera deployed. Although, no issues with the thumbslide (advancing/retracting) the stent only partially deployed and was unable to deploy further. The device was safely removed under fluoroscopy without any damage or complications to the patient. Another supera was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.